Manufacturer narrative:
Calibration and qc were acceptable. The sample was spun for 5 minutes at 2800 rpm. Based on the type of sample tubes the customer is using, the spin time of 5 minutes may be too short. No issues were identified during a review of the alarm trace data. The field service engineer (fse) inspected the analyzer and verified all probes were aligned correctly and being rinsed properly. The gear pump was adjusted according to specification. The main water pressures were within specification. All qc passed; the instrument was operating according to specification. The fse did not find a cause for the event. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. The original result was 8 ng/l. This result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated with a result of 8 ng/l. The customer performed a x2 dilution with a result of 22 ng/l. The customer performed a x4 dilution with a result of 49 ng/l. The customer performed a x8 dilution with a result of 72 ng/l. The result of 72 ng/l was believed to be correct. The e601 module serial number was (B)(4).